Event description:
During the implant procedure, while tunneling using the inspire tunneler, a vessel was inadvertently nicked, resulting in bleeding. Surgeon identified the source and applied pressure to achieve hemostasis. This resolved the issue.